Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium; however, during testing of the grippers arms, both gripper levers were retracted, but the posterior gripper arm would not come down. Troubleshooting was performed but failed. The cds was removed and the procedure continued with a new cds. It was noted that after the cds was removed from the patient, the grippers were tested again, but the posterior gripper still would not come down. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported gripper actuation issue. The gripper cover was observed to be pinched and during the analysis, as it was caught on the harness. Additionally, the frictional elements on one gripper were observed to be bent. The dark blue latch and the one of the gripper caps were missing from the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The investigation determined the noted missing dark blue latch and gripper cap appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.